Event description:
It was reported by service report that the bed frame is bent on the pt left side head end. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Customer informed bed cannot be repaired. Recommended bed be immediately removed from service and scrapped.